Manufacturer narrative:
The reported event of under-sensing was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection found the steroid plug was found shifted towards the end of the helix, but is unrelated to the reported event. Electrical testing and x-ray examination did not identify other anomalies.

Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the right ventricular lead exhibited under-sensing .the reported lead was explanted and replaced on (B)(6) 2024. There were no patient consequences.